Event description:
A report was received of a patient's precision system that was explanted due to infection at the pocket site. The patient was prescribed antibiotics.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for analysis. A review of the manufacturing documentation found that anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.